Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system on an unknown date. According to the complainant, on (B)(6) 2015, the patient had asymptomatic mesh extrusion and was prescribed with estriol cream. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.